Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a pulse lead hipot test. The cause for the test failed was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open pulse wire. The last pt to use this electrode belt did not report any deficiencies.